Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. No motor error alarm was noted. The motor passed motor test. The pump passed idle current test, run current test, self-test, off no power test, error test, basic occlusion test, displacement test. The pump was unable to perform occlusion test and no delivery test due to prime anomaly. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. The pump also had broken belt clip slot near battery tube threads. No crack on battery tube threads was noted.

Event description:
The customer reported via phone call indicating a motor error alarm and moisture damage from the insulin pump. The customer's blood glucose reading was 237 mg/dl. The customer stated that he was doing nothing and the pump alarmed motor error. The customer stated that the pump alarmed 6 motor errors in the last 30 days. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer performed displacement test and received a no reservoir alarm. The customer also stated that there is a crack on the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.